Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that air bubbles were observed in the tubing. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 518-over 600 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.